Event description:
It was reported that multiple covenant facilities have reported issues with foley catheter trays, including a non-inflating balloon on ref (B)(4) and repeated instances of foley drainage bags disconnecting from the catheter while the red seal remained intact, suggesting a potential adhesion issue. The most recent occurrence was in the coronary care unit using a urine meter tray, ref (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.